Manufacturer narrative:
Device analysis there was no deformation evident to the applier. A fragment of a fractured endoanchor was visible loaded in the housing. The handle was opened, and no fluid or blood was observed within the handle. There were no loose connections or components observed. No corrosion was observed to the circuit board or connector pins. The battery was removed and measured 7.00v. A new battery was attached, and the unit powered up with the blue error light flashing, the forward light unresponsive and the back light flashing. The eprom was read and presented the following codes (locn x code): 0ax05 battery low detection, 0bx08 key pressed and released flags both active, 0cx07drive motor operation time-out, 0dx17 fatal. The device was restarted in factory mode with the blue error light on, forward light flashing, back light on. The forward button was pressed and the motor rotated however the endoanchor fragment did not deploy. The error and back lights were flashing. The fragment was removed manually. As an error was displayed the applier functionality co uld not be confirmed. The reported inability to load an endoanchor and fracture were confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a prophylactic procedure involving a heli-fx endoanchoring system, the applier malfunctioned failing to properly pick up the endoanchors. The issue was identified on the sterile preparation table, away from the patient, and had no impact on the patient. The endoanchor would engage, but the applier failed to fully retract into the catheter, resulting in part of the tip protruding from the catheter tip after retraction making it unsuitable for insertion into the guide. This issue occurred repeatedly with three endoanchors. Notably, the packaging and device was undamaged, and the applier had functioned perfectly with the initial endoanchors. Deployment steps were followed according to the instructions for use (IFU), and no error light was displayed on the device. The procedure was successfully completed using a replacement applier. The event was resolved by using the replacement item, and the same treatment was administered. There was no patient involvement.